Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver did not work. There was no power, although the green light was on. It was reported that it was not due to pressure. The device was being used during a cardiac arrest. There was no back up driver available. Attempted manual insertion was unsuccessful. A peripheral IV was inserted. The patient is deceased.

Manufacturer narrative:
Qn# (B)(4). This is a retraction of report 3011137372-2019-00037. Additional information indicates that the ez-io was placed manually with success.